Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddlers syndrome and caused right ventricular (rv) lead and right atrial (ra) lead failures. Both leads had high impedances and were explanted and replaced. No further patient complications have been reported as a result of this event.